Event description:
The trailing haptic did not exit correctly the delivery device while the lens was being implanted in the patient's eye. The surgeon removed and replaced the lens.

Manufacturer narrative:
See mdr1920664-2008-00081 for the intraocular lens with this delivery device used.